Event description:
It was reported that post bilateral lens implant the lenses vaulted (z-syndrome) due to capsular contraction. The lens implanted in the pt's right eye was removed and replaced with another model lens approximately 14 weeks post implant. The surgeon indicated the likely cause of the event was "aggressive capsular fibrosis". Pt's current status was reported as "good post iol exchange ou". This report pertains to the pt's right eye. Reference MDR# 1313525-2015-00737 for the lens implanted in the pt's left eye.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.